Manufacturer narrative:
Batch review performed on 30 january 2018 lot 1753584: (B)(6) manufactured and released on 30 october 2017. No anomalies found related to the problem. To date, no similar reported event considering both kind of failure (2 pieces of the same lot involved in this case). Visual inspection performed on 30 january 2018 by r&d product manager: picture received were also considered. Deformation of the thread that matches to the tulip thread to secure the implant to the driver. This is related to a production issue (thread start too thin). Breakage of the torx tip of the driver: this might occur under high insertion torques, e.g. In case of large diameter screws, or hard/sclerotic bone. In such cases, bone tapping is recommended before screw insertion. The screwdriver is used to insert the screws into the patient's vertebrae. In case both fails, a "simple" screwdriver is included in the set.

Event description:
One level fixation - l4/l5. The nurse tried to engage the first screw with the screwdriver but she wasn't able to do it; the agent tried again and it was noticed that the thread was damaged. A second screwdriver was taken and it worked with the first two screws implanted: whilst the nurse was engaging the third screw, the tip of the instrument broke off and remained in the screw head. It occurred outside the patient, so no piece fell into the wound. The case was finished without any problem for the patient, two more screwdrivers were available to be used. No delay. The screwdrivers were completely new and they were first time in use on the surgery.